Event description:
It was reported that during testing conducted at the manufacturer facility, a broken bur was found within the attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the cause of the reported complaint could not be determined. Several factors could cause failures for bur breaks including, user applied side loading, bur exposure, running speed as well as attachment and drill conditions. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer facility, a broken bur was found within the attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during testing conducted at the manufacturer facility, a broken bur was found within the attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
(B)(4).